Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking while filling the insulin inside the reservoir and priming process. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the location of the leak was past the first o ring. Troubleshooting was performed and the customer was advised that the reservoir needed to be replaced. The reservoir will be not returned for analysis.